Event description:
Same as MFR # 6000089-2004-01395. Three days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis (sat) occurred. In 2004, two taxus express2, 2.5x20mm and 3.0x20mm, drug eluting stents were placed in the lad/ramus. The physician predilated and postdilated with unknown size balloons. The pt returned emergently on the 3rd day with a sat at the proximal side of the bifurcation. The sat was treated with ballooning and by placing another taxus express2 3.0x12mm drug eluting stent. Pt is reported to be in satisfactory/good condition. Further information has been requested and is unavailable.